Event description:
It was reported that restenosis occurred. In (B)(6) 2020, the target lesion which was locasted in the left anterior descending artery (lad) was treated using a 3.00 x 38mm synergy drug eluting stent. In (B)(6) 2021, 100% in-stent restenosis was noted at the lad. In december 2021, the in-stent restenosis was reated using plain old balloon angioplasty with a non-boston scientific balloon. The patient was discharged on asprin and clopidogrel. In (B)(6) 2026, the patient presented to the hospital with chest pain. Coronary angiography revealed 100% in-stent restenosis at the proximal lad. It was also noted that the previously implanted 3.00 x 38mm synergy stent was under expanded. The target lesion was treated successfully using balloons. Post revascularization showed 0% stenosis with timi flow of 3.